Event description:
The hospital reported upon opening the vasoview hemopro2 endoscopic vessel harvesting system, cst noticed separation in parts within the grasper part of the assembly. The complainant provided a photo. The heater wire appears to be flexed at the center of the jaw. A new device was used to complete the procedure. There was no delay. There was no patient harm.

Manufacturer narrative:
Trackwise # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Tw (B)(4). Updated sections: b4, d9, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 07/08/2025. An investigation was conducted on 7/10/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw, with detachment at the tip of the hot jaw. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/ bent wire" was confirmed. The lot # 3000479283 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.